Manufacturer narrative:
Approximate age of device ¿ 1 years 10 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was sent to the emergency department (ed) with self reported international normalized ratio (inr) of 7, repeat inr in ed was 13.5. Patient admitted for supratherapeutic inr and generalized weakness. During hospitalization, patient developed bloody stool. Vitamin k was initially given in ed. Fresh frozen plasma (ffp) was given once gi bleed developed. Patient also required blood transfusion. The patient had weakness and was transfused with multiple units of blood while inr came back to normal range. The patient was table from gi bleed standpoint without any significant symptomology and hemoglobin being stable. The log file analysis showed 222 observed low flow hazard alarms. The estimated flow appeared to be below the alarm threshold of 2.5 lpm at times. The low flow events seemed to be physiological in nature and not equipment related. There were no other unusual events noted within the event history and the pump appeared to be functioning as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the reported low flow hazard alarms; however, a specific cause for the low flow events could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the low flows were attributed to the patient being hypovolemic, due to poor oral intake. Diuretics were put on hold and the patient was given IV fluids. The alarms resolved with these changes. No further information was reported.